Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to the patient "fluttering" and was near syncope. A remote transmission showed high atrial lead thresholds. It was further reported that the right ventricular (rv) lead had intermittent undersensing which led to unnecessary ventricular pacing. In addition, the rv lead had short v-v intervals. The leads remain in use. No patient complications have been reported as a result of this event.